Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient received a left total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and depuy cement was utilized x2. The surgery was completed without indication of complication by the surgeon. On (B)(6) 2020, the patient received a left total knee revision due to left total knee tibial baseplate loosening. It is indicated that upon entering the joint, tissue was sent for frozen section which revealed 2 neutrophils per high-powered field. This is indicative of septic (infection) loosening. The tibial component was noted to be loose, interface not provided. Tibial baseplate, insert, femoral component and patella were revised. There was no allegation of product deficiency for the insert, femoral component or patella. Depuy revision products and competitor cement (heraeus medical) utilized x2. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2015, dor: (B)(6) 2020, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : DHR review: product code 150610003, work order (B)(4) was manufactured on 18-aug-2015. (B)(4) parts were manufactured per specification and all raw materials met specification. There was no scrap associated with this lot. There was no non-conformances or deviations associated with this lot. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened. Expiry date: 2025-07-31, IFU reference: 090200829. Sterile cert review: product code 8165240, work order (B)(4) of quantity (B)(4) was sterilized on (B)(6) 2015. Per the sterilization certificate 49372, the sterilization cycle met the validated parameters. E3 initial reporter occupation: lawyer.